Event description:
The customer reported the system will not fluoro and is displaying an x-ray disabled message and sounding an alarm tone. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and found the foot switch cable was wrapped around the foot switch, causing the foot switch to be constantly depressed. System operates as intended. (B) (4).